Event description:
A report was received that the patient had lost stimulation due to migration, which was confirmed by an x ray. During the lead revision, the physician also revised the patient pocket site due to discomfort. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.